Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 160 mg/dl. The customer stated that while they were changing the battery of the insulin pump, the device slipped and dropped. And that's when the error alarm occurred. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on the display window and missing end cap sticker noted during visual inspection. No button error alarms noted. However moisture damage was noted on keypad traces. All the buttons did function properly.